Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 468 mg/dl with ketones present. The pod was worn between 4 and 24 hours on the arm. Symptoms reported include stomach pains. The patient was treated with fluids and insulin. Device was discarded.